Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer changed the site and resumed insulin delivery. The customer's blood glucose (bg) level was 507 mg/dl. The contact assisted the customer with addressing the bg level by providing water to drink and monitoring the bg level. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.